Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Product technical complaint (ptc) investigation result received on 10-sep-2015: the ptc global number is (B)(4). Final assessment: failure mode/mechanism the essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The insert's outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We were unable to confirm any quality defect or device malfunction at this time. The possibility of micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported adverse events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported adverse events and a quality defect. Company causality comment: this spontaneous case report refers to a female consumer who had her uterus perforated during a first essure insertion attempt. One month later; another procedure was performed and one device broke inside consumer's tube. Later, it was found the coils perforated one tube and the other fell into her uterus. She underwent a salpingectomy and the coils were removed. According to her, she has pet fibers still on her body causing recurrent infections. All events were considered serious due to medical importance. Only recurrent infections is unlisted according to essure's reference safety information. Uterine/fallopian tube perforation may occur with any trans-cervical intrauterine procedure; including insertion of essure. This event can be suspected if excessive pain or discomfort occurs during the procedure. Also, single cases of essure breakage have been reported, mainly during difficult insertions. In this particular case, physician tried to insert essure 2 times. In the first attempt a uterine perforation occurred. In the second, one device broke and consumer had intense pain; which persisted for 4 months when a fallopian tube perforation and device expulsion were diagnosed. Given this positive temporal relationship and considering events nature; causality with essure cannot be excluded. Regarding the remaining event, essure insert consists of a super-elastic nitinol outer coil and a stainless steel inner coil wrapped in polyethylene terephthalate (pet) fibers. In this case, discrepant information was provided. Consumer stated the broken essure was removed; as well as the perforated and expelled devices; thus it is unclear how the presence of pet fibers in her body was diagnosed. Additionally, infection was not specified. Although limited information was provided, as consumer related the events to essure and since no follow-up is possible; company considers causality with the suspect insert cannot be excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported adverse events and a quality defect.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015 (case# FDA-(B)(4), awareness date 13-aug-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted. On the first time the doctor tried to insert essure the consumer was sedated and her uterus was perforated. She went back a month later to try again. The first kit the doctor opened broke inside her tube. He removed it and opened a second kit. She was in agony from the moment he started and cried because it hurt over and over. She spent 4 months in pain and never stopped bleeding. The coils perforated one tube and the other fell into her uterus. It caused so much damage that she had to have her fallopian tubes removed surgically and she now face a total hysterectomy to remove the pet fibers still on her body causing recurrent infections. Her hair fell out and she constantly looked 6 months pregnant and it always hurt. She got significantly better after the coils were removed in 2014. Company causality comment: this spontaneous case report refers to a female consumer who had her uterus perforated during a first essure insertion attempt. One month later; another procedure was performed and one device broke inside consumer's tube. Later, it was found the coils perforated one tube and the other fell into her uterus. She underwent a salpingectomy and the coils were removed. According to her, she has pet fibers still on her body causing recurrent infections. All events were considered serious due to medical importance. Only uterine/fallopian tube perforation is listed according to essure's reference safety information. Uterine/fallopian tube perforation may occur with any trans-cervical intrauterine procedure; including insertion of essure. This event can be suspected if excessive pain or discomfort occurs during the procedure. Also, single cases of essure breakage have been reported, mainly during difficult insertions. In this particular case, physician tried to insert essure 2 times. In the first attempt a uterine perforation occurred. In the second, one device broke and consumer had intense pain; which persisted for 4 months when a fallopian tube perforation and device expulsion were diagnosed. Given this positive temporal relationship and considering events nature; causality with essure cannot be excluded. Regarding the remaining event, essure insert consists of a super-elastic nitinol outer coil and a stainless steel inner coil wrapped in polyethylene terephthalate (pet) fibers. In this case, discrepant information was provided. Consumer stated the broken essure was removed; as well as the perforated and expelled devices; thus it is unclear how the presence of pet fibers in her body was diagnosed. Additionally, infection was not specified. Although limited information was provided, as consumer related the events to essure and since no follow-up is possible; company considers causality with the suspect insert cannot be excluded. A product technical analysis is being sought.